Event description:
There was an allegation of questionable elecsys hbsag ii, elecsys hiv combi pt, and elecsys toxo igg results for an unknown number of patient samples on a cobas e 411 analyzer (rack system). This medwatch will cover hiv combi pt. Refer to medwatch with a1 patient identifier pt-(B)(6) for information on the hbsag ii results and medwatch with a1 patient identifier (B)(6) for information on the toxo igg results. The customer alleged that they had noticed initially positive results with all three reagents but then a negative result upon repeat. The exact results were not provided.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.